Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had longevity dropped from 11 months to 3 months in a span of 3 months. Boston scientific technical services (ts) discussed that capacitor reform occurred which causes a drop in longevity. To date, this device remains in service. No adverse patient effects were reported.